Manufacturer narrative:
G4:17dec2020 b4:(B)(6)2020 the field service engineer replaced the power switch overlay and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 20 oct 2020.

Event description:
It was reported the alarm light emitting diode (led) failed while doing a pre use check. There was no patient involvement. The field service engineer (fse) confirmed the occurrence of alarm led failed in the error log. The circuit likely disconnected internal of the power switch overlay, so it needs to be replaced.